Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced repeated ¿unable to proceed¿ notifications and alert 38 after each rewind during a supply change, though a restart allowed the fill tubing step and resumed use; the device was charged and functional but was replaced as a precaution. Symptoms included no reported changes in blood glucose. Outcomes included no medical intervention, no hospitalization, and continued cgm use. Investigation included customer interviews, device use review, and replacement with instructions for shutdown and data sync. Investigation of this device revealed a motor stall associated with the pump¿s drive mechanism during rewind, consistent with an internal mechanical malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical failure consistent with a motor stall during the rewind process.